Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they contacted the physician¿s office last week where it was noted they did not have a follow up appointment for the patient. The office indicated they thought the patient was doing well. The representative asked for confirmation but had not received any.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0te4m, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead .

Event description:
A healthcare professional reported via a manufacturing representative (rep) that patient was having stim sensation in her leg and found it uncomfortable. X-ray indicted the lead to be in or close to s2. The lead was replaced on the day of the report. It was unknown if the issue was resolved. There were no further complications that have been reported as a result of this event. The indication for use for this patient was gastrointestinal/pelvic floor.